Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, flames appeared at the tip of a fenestrated bipolar forceps instrument when it was in use. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the instrument was inspected prior to use and had no visible damage at the beginning of the procedure. After the arcing event, exactly one thread had burned out. There was no problem with the cannula and no pin used to inspect the cannula. The problem occurred at the tip of the instrument during the burning of tissue. Cauterization was being performed by activating the monopolar coagulation energy when the arcing event occurred. The instrument was connected properly. Coag effect 4 was the settings used on the generator/esu. The other instruments which were in use when the arcing event occurred was monopolar curved scissors. The instrument tips did not collide with any other instrument or tool during procedure. When the arcing event occurred, the instrument tip(s) were in contact with tissue. The instrument tip(s) did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The surgeon believes that a broken wire in the tip of the instrument caused the arcing event. The patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations could not replicate the customer-reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips/tips opened and closed properly. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. Additionally, the instrument was found to have damage to the conductor wire's insulation at the yaw pulley. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage.

Event description:
Refer to h10/h11 for follow-up information.